Event description:
It was reported that during a follow-up visit it was noted that there were marginal, erratic thresholds at times, resulting in the output being increased. Longevity was estimated at 1.5-3.5 years. About nine months later at the next follow-up visit, there was no capture and no pacing output. The device was explanted and replaced and the lead was capped and replaced. During the replacement, visual inspection of the lead found no lead trauma or kinking. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).